Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code result (annex c) was updated due to analysis of returned part additional code added h3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator displayed a ¿device alert and background fault detected¿ alert. The device was available for evaluation. A review of the ventilator logs showed that the device entered into back up ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator, confirmed the reported issue in the ventilator logs but was unable to duplicate the same. During evaluation, sp discovered the unit logged numerous diagnostic codes indicating 'logs initialization failure' and based on the codes, sp replaced the universal serial bus (usb) flash drive. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The service personnel (sp) inspected the ventilator, confirmed the reported issue in the ventilator logs but was unable to duplicate the same. During evaluation, sp discovered codes relating to a secondary issue. The unit logged numerous diagnostic codes indicating 'logs initialization failure' so, sp replaced the universal serial bus (usb) flash drive. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One usb flash drive was returned to medtronic for analysis. A visual inspection of the returned flash drive showed no anomalies. The flash drive was attached to the test vent for analysis and while entering service mode, the ventilator generated the logs initialization failure code, verifying the secondary issue. The potential cause of the reported event was a transient issue with the data from the pneumatic interface analog to digital converter. The cause of the secondary issue was isolated to a faulty usb flash drive. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this 980 ventilator displayed a ¿device alert and background fault detected¿ alert. The device was available for evaluation. A review of the ventilator logs showed that the device entered into back up ventilation (buv) at the time of the reported event. The service personnel (sp) inspected the ventilator, confirmed the reported issue in the ventilator logs but was unable to duplicate the same. During evaluation, sp discovered the unit logged numerous diagnostic codes indicating 'logs initialization failure' and based on the codes, sp replaced the universal serial bus (usb) flash drive. The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The potential cause of the reported event was a transient issue with the data from the pneumatic interface analog to digital converter. The cause of the 'logs initialization failure' codes during evaluation was isolated in the field to a potential fault in the usb flash drive. The events are included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, these 980 ventilators displayed a ¿device alert and background fault detected¿ alert. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.